Manufacturer narrative:
The motor passed motor test. No motor error alarm during testing. However, the insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing end cap sticker and broken battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was unknown at the time of incident. Troubleshooting did not occur. The insulin pump will be returned for analysis.